Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's neurostimulator (ins), that was implanted for essential tremors and movement disorders. Patient had power on reset (por) today after being unable to charge while recovering from an accident. Por was successful and patient is 50% charged. The issue was resolved. Hcp had no further information. Later, rep reported that patient has a pain device for dbs, the leads are in his brain but the ipg is a pain device. Patient was in a motorcycle accident and unable to recharge. Caller said, they did a power on reset, was successful the device was interrogated today, the patient left charging normally and was recharging while they were on the way home. Then the charger went blank. They plugged it into another outlet at home, unplugged and re-plugged the power cord. They communicated with patient programmer (pp) and device is still at 50%. Troubleshooting steps were reviewed and performed. Splash screen was seen and patient was successful to start a charge session and eventually got 8 black coupling boxes. Patient was recharging when frozen screen occurred. During the call the rep reported patient has tremors when the device is off, when it is on, it controls the tremors. Patient will be turned on when the hcp sees them again that will be on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.